Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service because of inappropriate shocks, due to a lead fracture. The lead was replaced with another company's lead.

Manufacturer narrative:
Event conclusion the lead has been returned to cpi as of 8/14/1997. Analysis of the lead shows, only a portion of the lead has been returned. Insulation abrasion through to the anode conductor coil 70-75 and 100-110 mm from the terminal pin. Morphology of the insulation breach is indicative of lead-on-can contact.